Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error and rupture-ndr: observed, broken device on anterior side assessed as surgical damage per rga. Additional observations: crease is observed, missing shell assessed as inconclusive. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, rupture-ndr.

Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later reported "implant rupture by physician during explantation." The event of rupture is not device related.the device has been explanted and replaced.